Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to infection with sepsis. Moreover, difficulty in removal was met during extraction of this lead. No additional adverse patient effects were reported.